Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via ms&s that "they had a patient code during PICC insertion. Caller asking if our PICC lines are coated with antibiotics or heparin. Caller states he does not have any other information about this product or the event surrounding the code. Caller did provide name of cardiac cath lab manager. Response to caller: confirmed that our PICC lines are not coated with antibiotics or heparin. Explained that case would be forwarded to fa. Caller states he does not have many details, but to talk with cath lab manager".